Event description:
The customer observed false positive bhcg results on a patient (50-year-old female) when processing on the architect i2000sr. Architect total bhcg of 812 miu/ml, repeated <1.2 miu/ml. The customer reference range is <5 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
Section a patient information: no additional patient information provided. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and found the reservoir, buffer (rohs) was dirty. The fsr cleaned the part and the issue was resolved. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the architect i2000sr processing module did not identify an increase in complaint activity. A review of tracking and trending for the reservoir, buffer (rohs) did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect i2000sr processing module for serial (B)(6) or the reservoir, buffer (rohs) were identified.

Event description:
The customer observed false positive bhcg results on a patient (50 year old female) when processing on the architect i2000sr. Architect total bhcg of 812 miu/ml, repeated <1.2 miu/ml. The customer reference range is <5 miu/ml. No impact to patient management was reported.